Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was peeled off and part of it was broken. The broken tissue pad piece was worn and partially missing. When I put together the tip of the tissue pad that had fallen off, it was only about 1/5, and the rest was worn out or may have remained in the body, so it was not returned. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output. [Inspection] appearance. It was presumed that the event you pointed out occurred by the following mechanism. Since the grip was closed and ultrasonic output was performed without gripping anything between the grip and the tip of the probe (including after the tissue was cut), the tissue pad was worn and partly peeled off. The tissue pad fell off due to the load applied to the peeled tissue pad. The above device handling has warned in the instruction manual as follows. Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a laparoscopic prostatectomy using the subject device, the tissue pad fall into the patient body. The parts of the fragment were retrieved, but the fragment completely might not be retrieved because there are some parts of the fragment. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to omsc. The tissue pad was peeled off and part of it was broken. The broken tissue pad piece was worn and partially missing.